Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 6: reference MFR report: 1627487-2016-05885, reference MFR report: 1627487-2016-05886, reference MFR report: 1627487-2016-05888, reference MFR report: 1627487-2016-05889, reference MFR report: 1627487-2016-05890. The patient has 2 extensions with the same lot number. It was reported the patient lost stimulation coverage in the targeted areas of neck and shoulders and is experiencing stimulation like sensation at the ipg pocket site. Diagnostics showed low impedances and x-rays indicate the peripheral leads have coiled around in the ipg pocket. Surgical intervention may be pending to address the issue.

Event description:
Device 3 of 6. Reference MFR report: 1627487-2016-05885. Reference MFR report: 1627487-2016-05886. Reference MFR report: 1627487-2016-05888. Reference MFR. Report 1627487-2016-05889. Reference MFR. Report 1627487-2016-05890. Follow-up identified surgical intervention was undertaken during which time the entire scs system was explanted.